Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was intermittently powering up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger intermittently powers up) has been confirmed. Upon eval, the battery charger/modem was intermittent. The failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger/modem.